Event description:
It was reported that the right ventricular (rv) lead was replaced due to oversensing. The rv lead was capped and a new lead was implanted successfully. It was further reported that the right atrial (ra) lead was replaced due to oversensing and low pacing impedance. The ra lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2002. (B)(4).